Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, chest x-ray noted that the right atrial (ra) lead had dislodged and had fallen into the right ventricle. The physician repositioned the same ra lead during revision procedure on (B)(6) 2022. The patient was in stable condition.